Event description:
It was reported that the patient's right ventricular lead exhibited noise due to electrical magnetic interference. No interventions were performed. The patient's condition was unknown.